Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a cartoid artery stenting procedure. Reportedly, when the starclose se device was pulled back after the vessel locator wings were deployed, the device came out of the arteriotomy. The number "2" did not appear in the window, resulting in the vessel locator wings not deploying correctly and the starclose se device coming out of the arteriotomy. The device was examined and found that the clip applier was not fully snapped into the exchange sheath. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the wings and loose sheath connection were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.